Event description:
It was reported through the litigation process that the filter struts perforated into the ivc wall and extending into the percival fat and into the right common iliac artery. Also the patient experienced dvt. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain, however the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years post filter deployment, CT revealed the filter legs have penetrated through the wall of the ivc into the pericaval/mesenteric fat and a filter leg was penetrated the right common iliac artery. Another CT revealed the tip of the filter was just below the renal vein al the level of l3. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 06/2017.

Event description:
It was reported through the litigation process that the filter struts perforated into the ivc wall and extending into the pericaval fat and into the right common iliac artery. Also the patient experienced dvt. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain, however the current status of the patient is unknown.